Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned device confirmed a damaged fiber that would have caused the reported leak. The amg pmp oxygenator was forwarded directly to the external manufacturer (eurosets) for technical analysis. The product was not returned to an abbott facility, and therefore, a preliminary visual inspection was not performed by abbott before returning to the external manufacturer. The test circuit was filled with physiological water and the oxygenator module was filled from the reservoir using a peristaltic pump. An initial flow of 6 lpm was established and the oxygenator remained in the loop for 10 minutes; at this time slow dripping was observed in the lower part of the oxygenator. In order to identify the exact point of leakage, the device was cut into sections by removing the gas-in and gas-out lid, then refilled with water and pressurized. The device showed points of loss that occurred due to fiber breakage of the last winding at the blood outlet. A specific root cause for the damage to the fiber that caused the reported leaking could not be conclusively determined through the external manufacturer's investigation. The production documentation for amg pmp oxygenator, lot number 6365407, was reviewed by the eurosets and showed that all tests from the production process were compliant with the technical specifications, suggesting the damage occurred after production of the device. The eurosets amg pmp instructions for use (IFU), rev. 04, is currently available. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Also under the list of warnings, the IFU warns that ¿before using the product it is advisable to carefully inspect it. Shipping and handling could cause structural and functional damage to the device.¿ under the section titled, ¿priming and recirculation procedure¿, the IFU provides instructions on how to prime the oxygenator for use including verifying the integrity of the heat exchanger and paying particular attention to possible water leaks. This section further warns that the ¿pressure level inside the blood compartment of the oxygenating module shall not exceed 100 kpa (1 bar / 14 psi)¿ and that the ¿blood side compartment pressure must be higher than the gas side compartment pressure¿. Additionally, this section states that the oxygenator should be primed by gravity. The IFU provides further instructions on how to open the arterial line, how to purge the air contained in the circuit, how to close the purging line, and how to close the venous and arterial lines in this section. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. The production documentation for amg pmp oxygenator, lot number 6365407, was reviewed by the external manufacturer and showed that all tests from the production process were compliant with the technical specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report #3003752502-2021-00002. It was reported a member of the perfusion team was priming a eurosets oxygenator and noticed that there was priming fluid leaking inside of the oxygenator at the bottom near the blood inlet connection. The oxygenator was removed and a second eurosets oxygenator was primed, but the same experience occurred where there was priming fluid leaking inside the oxygenator at the bottom. The oxygenator was removed and a third eurosets oxygenator was primed with no leaking observed.